Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value less than 20 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (customer¿s mother) reported the customer received erratic readings on their adc blood glucose meter. Readings of 475 mg/dl and "lo" (less than 20 mg/dl) were reportedly received within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle precision neo meter and precision strips were reviewed and the dhrs showed the freestyle precision neo meter and precision strips passed all tests prior to release. As the strip lot associated with this case was past its expiry date of march 31, 2018 at the time of investigation, retain testing could not be performed. A tripped trend review was completed for the reported complaint and the freestyle precision neo meter. No trips were observed. A tripped trend review was completed for the reported complaint and precision test strips. No further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Caller (customer¿s mother) reported the customer received erratic readings on their adc blood glucose meter. Readings of 475 mg/dl and "lo" (less than 20 mg/dl) were reportedly received within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.